Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, when he was changing the reservoir he noticed that he's having issues on locking the reservoir. He noticed that the plastic was already ripped out around the reservoir lip ring and the piston is not properly screw all the way down. The blood glucose was 345 mg/dl at the time of the incident and treated it with the insulin pump and declined troubleshooting for it. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test , prime or compromised force sensor system alarm and excessive no delivery test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing reservoir tube o- ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.